Event description:
It was reported that during a lap nephrectomy, the clips were not closed. The legs were straight; they were coming down the track slowly and would not form on the vessel. The surgeon then had to convert to an open procedure as the patient was bleeding profusely and he could not complete with another device. Patient did not receive a transfusion and at this time is reported to be stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.